Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the force bipolar instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure the force bipolar (2310050261) could not be removed from arm because tip was stuck with a cannula. The technical support engineer (tse) advised to remove with strong force or together with a cannula. Finally, it could be removed together with a cannula, tse suggested to check if functions and appearance are no problems. The customer will check after this call and it will be used again. Isi followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together due to the instrument pin sticking out. The wrist of the instrument could not be straightened due to the grips/jaws being unable to close. There was no report of a fragment falling inside the patient as a result of the reported issue. The port incision did not have to be increased to remove the instrument and cannula together. It is unknown if there were any instrument collisions during the procedure. No photographic images of the device are available. Patient demographics were unable to be provided.